Event description:
The customer reported that the system would not save images. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The configuration files were erased. The hard drive was reformatted and the software was reloaded. The system was tested and operates intended.